Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) (local reference number (B)(4)) of aseptic peritonitis in a (B)(6) male patient coincident with extraneal viaflex therapy. On an unreported date, the patient began treatment with extraneal viaflex (2 double bags, daily, lot number 10i29g41 and a single bag during the night, lot number 10h25g37) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd) via the homechoice (hc) device, respectively. On (B)(6) 2010, the patient experienced cloudy effluent with the first bag of extraneal viaflex of the day. Biological investigations were performed on the effluent. The results revealed a leucocytes count of 6900 cells/mm^3 with neutrophils 88%, and the culture was negative. Another sample was drawn on the second extraneal viaflex bag used on (B)(6) 2010. The results of the biological investigation revealed a leucocytes count of 2160 cells/mm^3 with neutrophils 93%, and the culture was negative. On this same date, the patient began corrective treatment with vancomycine (2g, every 3 days) and rocephine (ceftriaxone 1g, daily) route not reported. On (B)(6) 2010, biological investigations were performed on the effluent and the results revealed a rare leucocytes count. On an unreported date in (B)(6) 2010, the patient recovered. Extraneal viaflex therapy continued at the same dose. The patient's medical history included peritoneal dialysis since (B)(6) 2009. The patient's concomitant medications were not reported. The nurse believed that the event of aseptic peritonitis was possibly related to extraneal viaflex therapy.